Event description:
It was reported that during a cryo ablation procedure, an unknown error was received related to the balloon catheter. No replacement balloon catheter was available, so the case was switched to and completed with radiofrequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter of lot number 19343 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments was carried out and visual inspection of the balloon segment showed blood/fluid (dry traces - salt) inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 15 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50005 indicating that the safety system detected fluid in the catheter and stopped the injection. Pressure testing and inspection of subcomponents of the balloon, handle, and shaft segments was carried out. During inspection of the shaft segment, a broken injection tube was identified 1.8 inches from the catheter tip. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 0.7 and from 1.4 to 2 inches proximal to the catheter tip. In conclusion, the balloon catheter failed the return product inspection due to a broken injection tube, a kink/twist observed on the guide wire lumen and a breach observed on the guide wire lumen medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.